Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2017-02988 to the first resolution clip device, manufacturer report # 3005099803-2017-02989 pertains to the second resolution clip device and manufacturer report # 3005099803-2017-02990 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the next two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.